Manufacturer narrative:
The lens has been requested but has not been received at the eval site. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lenses were dry and could not be used. No pt contact. This report references lenses 2 of 3 involved in the event. Reference MDR # 1313525-2015-00332 for lens 1 of 3. Reference MDR # 1313525-2015-00334 for lens 3 of 3.